Manufacturer narrative:
This report was incorrectly reported under the incorrect product. A review of the correct product will be reported under the correct registration if its a reportable event with philips.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a battery issue.